Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump's history files and traces were successfully downloaded using thus prior to beginning of the analysis. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Additionally moisture damage was noted on pcba 1, pcba 2, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. Verified the pump alarmed pump error 53 in pump downloaded history, 4 times, on 04/13/2023 starting at 08:50:27.000 with line number = 5632 and file number = 2005 due to a software anomaly. The following were noted during visual inspection: corroded battery tube, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label missing, end cap address label missing, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and missing display window cover. Blank display was confirmed during analysis due to misaligned battery tube. Pump error 53 was confirmed due to software anomaly. Unable to confirm failed batt test due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a battery-failed alarm after inserting new battery. No harm requiring medical intervention was reported. Troubleshooting was performed and found no damage to the battery cap, contacts, or the compartment. The issue was unresolved. Also, the pump error 53 was found in the alarm history. The customer was unable to successfully clear the alarm and the time clock is not visible on the screen. The customer will discontinue using the insulin pump and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.